Event description:
I'm calling about the grind guard. I just had a question. I'd been using it and now it seems to have broken. After speaking directly with the consumer it appears that the device has delaminated.

Manufacturer narrative:
I'm calling about the grind guard. I just had a question. I'd been using it and now it seems to have broken. After speaking directly with the consumer it appears that the device has delaminated.